Event description:
A medical centre in (B)(6) reported via our distributor that the temp of an rt200 adult dual-heated breathing circuit "did not increase". This was observed prior to pt use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned complaint breathing circuit was tested using a multimeter. A continuity test was used to locate the break in the heater wire. Results: the inspiratory heater wires were open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check could not be performed as no lot number was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wires became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurrence of (B)(4).

Event description:
A medical centre in (B)(6) reported via our distributor that the temperature of an rt200 adult dual-heated breathing circuit "did not increase." This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. We are currently endeavoring to obtain more info from the customer with regard to the complaint device. We will provide a f/u report upon completion of our investigation.